Event description:
Initial info received from a physician on 01-mar-2010: a pt received an unspecified amount of injectable poly-l-lactic acid (sculptra) [lot # and exp date unk] three months ago for an unk indication. The pt was injected by the eye area and the physician reported that the pt had a unusual response to the injectable poly-1-lactic acid. He stated that although there were no occurrence of nodules, the pt did experience swelling at the sites near the eye are beginning on an unk date. Three months after the injection, the swelling continues and was reported to be worse on some days than on other days. Medical history and concomitant medications were not provided. No further relevant info reported.

Manufacturer narrative:
Important medical event.